Manufacturer narrative:
(B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link standard bore extension set had malformed wings at its distal. The reporter stated that it did not look like the wings broke off, but rather, that the wings on the distal end were never formed. It was not specified when in the process this was noticed, but the device was reportedly used on a patient. There was no patient injury or medical intervention associated with this event. No additional information is available.